Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that there was a drop in impedance on the right ventricular (rv) lead. It was noted that the impedance had been dropping gradually over time and was now below the normal range. The lead remains in use. No patient complications have been reported as a result of this event.